Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Fse was dispatched and on 28-sept-2016 found that he could not duplicate issue. Connected column primed and ran calibrators and controls. Instrument is operational. No further action required by fse. The most probable cause of the reported event was undetermined (the fse could not duplicate connection issue with column).

Event description:
On (B)(6) 2016, the customer reported connector from column tubing on the left side came off with their hlc-723g8 analyzer. Customer reported that after replacing the column, the left side connector came off, the tip was missing and customer stated that there was a leak on the left side. Unable to locate the tip. Their problem is that they are not able to reinsert the connector onto the brown tubing. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.